Event description:
Pt underwent a ph study over 24 hours. Pt returned the next day. When the monitor was accessed for data retrieval, no data was present on the monitor. Multiple attempts were made to retrieve the data without success.